Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments tip grips were bent, causing side to side misalignment of the grips. There was a .130 offset at the tips. The bent grip had a separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the distal pulley. Failure analysis concluded that the damage was likely due to mishandling/misuse. Failure analysis also concluded that the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that in central processing, it was observed that the tips on the curved bipolar dissector instrument were not aligning and the physician was unable to use the instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.